Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that approximately 3 months post-implant, the lens was explanted due to vaulting and replaced with another model lens. The surgeon indicated that in his opinion the likely cause of the event was capsule contraction syndrome. The patient's current prognosis is excellent. This report refers to the patient's left eye.